Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements and high threshold measurements. Subsequently the lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead was surgically abandoned and successfully replaced. No additional adverse patient effects.